Event description:
Customer reported the basal on the insulin pump were not working. Customer declined troubleshooting. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.